Event description:
It was reported that customer experienced cgm error while using sensor. There was no reported impact to the customer¿s blood glucose level. Technical support walked customer through pump reset steps caller successfully started sensor. No further assistance needed.